Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Cartridge change sequence was completed at 12:45 am. The user performed the ¿fill tubing¿ step twice, priming the maximum amount of 30.2 units of insulin through the tubing each time. The cartridge change sequence was completed again at 10:32 am, with another 18.6 units being primed through the tubing, for a total of 79 units of insulin dispensed via ¿fill tubing¿ on (B)(6) 2019. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl; cause was not known. Customer went to the emergency room (ER). Saline and an insulin injection were administered. Customer was not admitted to the hospital. At the time of the report, the customer had not left the ER. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.